Manufacturer narrative:
Product event summary: the lead was returned and analyzed. Analysis revealed that the distal connector of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lead was attempted to be implanted but not used. During lead placement, the physician noticed the proximal end of the lead connector pin was bent and seemed to turn too easily, almost freely. The lead was removed from implant and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.